Event description:
A 3m technical service engineer received info from a medical facility that two employees reported symptoms following a possible ethylene oxide (eo) exposure. The facility reported that one employee had a cough and the other employee was diagnosed with aspermia. The symptoms reported have many possible causes. The customer reported they discovered two empty and one half-filled cartridges. There were no eo alarms because the eo monitor was near the eo sterilizer and the cartridges were far from the monitor. Photos of the cartridges show there was a definite dent in the rim that was likely the cause of the high emit rate.

Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If add'l info is received, a follow-up report will be submitted. No eval will be performed.